Event description:
The screw caused a dural tear, which resulted in a leak of csf through the dura. The pt reportedly experienced headaches as a result of the dural tear. The dual tear ultimately resolved, and one week post-op the pt reported an absence of headaches.